Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional administrator reported that viscoelastic product was used during cataract surgery with intraocular lens (iol) implantation. Postoperatively, the patient experienced possible ocular infection. Additional information has been requested.

Event description:
Additional information received clarified that due to findings by an external consultant regarding residual debris found on reusable ophthalmic devices used during procedures at the reporting facility, the reporter no longer has any suspect with any alcon product.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).